Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿with certain bending, the image breaks down¿ was confirmed. The following findings were also noted during device evaluation: air/water cylinder has no color, suction-cylinder has no color, due to a chip on plastic distal end cover, insulation resistance value at distal end does not meet specifications, light guide lens has a crack, connecting tube has a scratch and due to damage on the charged coupled device (ccd) unit, a noise image occurs during angulation in ud directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when the evis exera iii colonovideoscope with certain bending, the image breaks down. The customer has already tried to reproduce the defect outside of the patient. But it was not possible to reproduce the defect outside of the patient. The customer reported that the event was found during preparation for use. Upon inspection and evaluation, air/water tube and cylinder with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinder and air and water channel, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.